Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was unable to cauterize. A backup instrument of the same type was used and the procedure was completed with no reported injury. The fenestrated bipoloar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) has performed follow-up to request additional information related to the event. However, as of the date of this report, no further details have been obtained.

Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint and found the primary failure to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. As a result, energy delivery failure may be observed. No signs of thermal damage or damage to the conductor wire insulation were observed. Root cause of this failure is attributed to a component failure. Additional observation not reported was that there were various scratch marks with light material removed on the main tube. The scratch marks were 0.036¿ - 0.082 in length and were not aligned with the tube axis. The root cause of is typically attributed to mishandling / misuse. A review of the instrument log for the fenestrated bipolar forceps instrument (pn# 420205-16 lot# n10190819-297) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sh1681 for approximately 37 minutes. The alleged event occurred on the 9th use of the instrument. Verification of the event details via system logs cannot be performed at this time because there is insufficient event information. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.